Manufacturer narrative:
Received one drain, broken in the connection with trocar. The sharp edge of the rib damages the tubing if the tubing is pulled under some angle and may cause breakage. The product matches its specification.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the broken drain removed from the patient and replaced with a new one surgically? No information. How was case completed? No information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a spine surgery on (B)(6) 2018, a drain was used. During the procedure, the drain was broken off outside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.